Manufacturer narrative:
Analysis of the AED's electronic log files identified that on (B)(6) 2025, the device detected a low battery condition and initiated user alerts via a flashing red active status indicator (asi) and audible chirping. The device continued to provide these alerts until on (B)(6) 2025, when the battery pack reached a critically low state and the AED began indicating "replace battery pack now." The AED continued to alert until on (B)(6) 2026, at which point the battery pack became fully depleted. Review of the electronic logs found no evidence of user interaction to address the low battery condition between on (B)(6) 2025 and on (B)(6) 2026, when a replacement battery pack was installed. Contrary to the customer's report, there is no evidence in the device logs of use during on (B)(6) 2026. The logs indicate the device remained in a non-operational state due to a depleted battery during this period. Following installation of a new battery pack and completion of a manual self-test, the AED passed all self-test requirements and functioned as designed. The device's failure to power on during the reported event is attributed to a depleted battery condition. The available data indicate that prior user alerts (red asi and audible chirping) were not addressed, resulting in progression to full battery depletion.

Event description:
A customer reported that an AED failed to power on during a rescue attempt on (B)(6) 2026. The customer reported that the device had been used previously during the first week on (B)(6) 2026 without any service codes, warnings, or performance issues noted at that time, and that the same battery pack remained installed for both events. A secondary AED was subsequently deployed and functioned as intended, delivering defibrillation therapy to the patient. The patient survived and was transported to a hospital for further medical care.